Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher built in comb was damaged at one end. The event occurred during sterile processing. Hence, there was no harm or delay involved, and an alternate device was used for the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). On (B)(6) 2018, it was reported that the built in comb was damaged at one end. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review of skin graft mesher serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(6) has not previously repaired/evaluated skin graft mesher serial number 06335 as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(6) has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(6) on (B)(6) 2018,revealed that the comb was bent at one end and needed to be replaced. The pre-tests could not be performed due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet (B)(6) on (B)(6) 2018, which included replacement of the comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was revealed that the comb was bent at one end and needed to be replaced. The pre-tests could not be performed due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was revealed that the comb was bent at one end and needed to be replaced. The pre-tests could not be performed due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher built in comb was damaged at one end. The event occurred during sterile processing. Hence, there was no harm or delay involved, and an alternate device was used for the procedure. No adverse events were reported as a result of this malfunction.